Event description:
Additional information regarding lead information was received. No other relevant information has been received to date.

Event description:
It was reported that during a battery replacement procedure, high impedance was found with the patient using multiple programming systems. During surgery, it was noted by the surgeon that a break was observed in the middle of the lead. After a full revision, it was noted that the lead impedance was within normal limits.. The old lead was noted by the surgeon to be broken approximately in the middle. Leads were noted to be cut into pieces and discarded no other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova 39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.